Manufacturer narrative:
(B)(4). Unable to perform displacement test due to missing retainer. Unit received missing reservoir tube o-ring, minor scratches on case and minor scratches on lcd window. No traces of moisture were noted at electronic or motor assemblies per visual inspection.

Event description:
The customer reported via phone call that a rubber seal broke off of the insulin pump. The patient's blood glucose at the time of incident is unknown. The customer did not recall any significant events leading to the physical damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional¿s instruction. The insulin pump was returned for analysis.